Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted back in 2016 due to infection, according to new information on medical records. The device was not replaced. No additional adverse patient effects were reported.